Event description:
The customer contact reported that during routine testing a s233 (overtemperature-psc) malfunction alarm code was noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted in the device history. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. The device did not alarm with a s233 malfunction alarm code; however, during review of the device history a s233 alarm code was noted. Further testing found the device fan motor/rotor does not turn properly. The probable cause of the customer reported s233 was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel